Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.28mm x 1.48mm in size. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the sp monopolar curved scissors was broken and could not hold the scissors tip accessory. The procedure was completed with no reported injury.